Event description:
It was reported that a drill bit fractured during use with a cut block as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - drill. Reported event was confirmed by review of photograph. Visual examination of the returned pictures identified a piece has fractured off. The fragment is shown in the picture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.